Manufacturer narrative:
We reviewed the DHR for this (B)(6) / patient ID# (B)(6) / site ID# (B)(4) ., qty. (B)(4) . Items assy-500015 (retainers) were packaged by the first shift by auto bag-and-box operation on (B)(6) 2024, manufacturing supercell sc1, equipment pua-07. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing this so-(B)(6) . Raw material: 1apl40c125-orx / lot# 08552605 / qty. Received =(B)(4) . Pcs, inspection date: august 02, 2024. The material was found to be acceptable for use in the manufacture of the sure smile product. Photo investigation. The provided evidence does not show the issue of the alleged event; it shows a note stating that the patient does not present inflammation or redness. The allergy reaction checklist is unclear for interpretation.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the serial/lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that the patient had an allergic reaction to wearing of the suresmile retainers.